Event description:
It was reported the pt had an increased recharge burden. X-rays were taken and no anomalies were noted. The sjm rep met with the pt and reviewed the system diagnostics and the recharge frequency was calculated. It was reported the recharge burden exceeded the expected interval, and surgical intervention was to be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.